Manufacturer narrative:
Additional information received indicates that the shaver tip was broken from the time it was open and was not used on a patient and that it was the initial use of the blade, not reuse. The inner blade edges seemed broken before being used. A replacement blade was used to complete the case. The device was returned for evaluation on may 1, 2015. Additional information was received on april 22, 2015. The product analysis indicates the inner tube tip was sheared off and biological contamination was found between the inner and outer tubes. The tip was not returned. There was insufficient information to isolate an individual cause; manufacturing and mishandling / misuse cannot be ruled out. Method: actual device evaluated; visual inspection; labeling evaluation. Result: fracture problem. Conclusion: manufacturing deficiency; use error caused or contributed to event.

Event description:
Additional information received indicates that the shaver tip was broken from the time it was open and was not used on a patient and that it was the initial use of the blade, not reuse. The inner blade edges seemed broken before being used. A replacement blade was used to complete the case.

Event description:
It was reported that intraoperative, the blade tip broke and the edges were damaged. The blade was not used on the patient. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis cannot be performed. Device is used for therapeutic purposes.